Event description:
Surgeon reports valve had "a major leak where not appropriate." Device not implanted.====================== health professional's impression======================surgeon noted leakage in valve post-implant. Required explant. Pt suffered hemodynamic collapse in the or. Pt deceased.